Event description:
Customer called to report that while performing maintenance, the albumin cup on the unicel dxc 800 synchron system was overflowing. The customer technical specialist (cts) scheduled a service visit. The field service engineer (fse) inspected the instrument and noticed evidence of the overflow on the back panel underneath the cartridge chemistry (cc) sample syringe. The fse then found that the cc sample syringe t-valve was leaking. The fse replaced the t-valve, after which no further evidence of leaking was observed. The fse then performed preventive maintenance and verified instrument performance to ensure that the services performed effectively resolved the instrument issue. During the visit, the fse did not find that the albumin cup was overflowing. Upon further follow up, the fse stated that customer mistakenly characterized the evidence of overflow on the back panel underneath the cc sample syringe as an albumin cup overflow. The actual source of the overflow was the cc sample syringe from the t-valve. Customer stated that patient sample results were not affected, and that no one was harmed by or exposed to the leak.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).